Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be performed. The c omplaint reported could not be confirmed. A device history record (DHR) review was completed for lot# 16k148262. There were no manufacturing issues related to the complaint issued for this lot. A formal corrective/preventative action (CAPA) was completed to optimize the autobander process and prevent recurrence of the a miscount. The corrective actions were implemented after the manufacture date of the reported lot therefore, no additional actions will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 08/23/2017, an investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that 12 (each), raytec sponges were found in the pack and there should only be a pack of 10 (each).